Event description:
It was reported that during usage of bd vacutainer® 9nc 0.129m plus blood collection tubes there was an underfill or low draw of a tube with blood. The following was reported by the initial reporter: it was reported by the customer that citrate tubes are underfilling.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination for assembly defects and no issues were observed. Of the retention samples, 10 were randomly selected for functional testing and no issues relating to underfill were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during usage of bd vacutainer® 9nc 0.129m plus blood collection tubes there was an underfill or low draw of a tube with blood. The following was reported by the initial reporter: it was reported by the customer that citrate tubes are underfilling.